Event description:
Device 1 of 7. Reference MFR report: 1627487-2014-15911; reference MFR report: 1627487-2014-15912; reference MFR report: 1627487-2014-15913; reference MFR report: 1627487-2014-15914; reference MFR report: 1627487-2014-15915; reference MFR report: 1627487-2014-15916. It was reported the patient experienced an infection at the ipg and lead site. Surgical intervention was undertaken and the patient's system was explanted. Follow-up information indicated the patient has a (B)(6) infection and was placed on oral antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 7. Reference MFR report: 1627487-2014-15911, reference MFR report: 1627487-2014-15912, reference MFR report: 1627487-2014-15913, reference MFR report: 1627487-2014-15914, reference MFR report: 1627487-2014-15915, reference MFR report: 1627487-2014-15916. Follow-up information indicated the infection has resolved.